Event description:
International. ((B)(6)) complaint received reporting component damage/leakage issues with use of (B)(4) trifurcated tanspac IV safeset mtg.kits. It was reported that "the las on the arterial line seems to be damaged and there was patient blood loss. On (B)(6), the event was reported as follows "occurrence of the blue valve being damaged with blood loss from the patient. The port may have been accessed numerous times, as the patient was critically unwell and on ecls support". There were no reported adverse pt. Consequences. Although requested the facility contact had no further information to provide. The involved devices were discarded. Facility unable to identify lot# or potential lot#.

Manufacturer narrative:
Manufacturers investigation and analysis: other. Although not always repeatable, previous analysis of luer activated valve (lav) components have shown component damages/leakage conditions can potentially occur under certain usage conditions which include over pressurizing the valve and if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-01 std. And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. Techniques should ensure that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle. Findings: the involved devices were not returned for analysis and confirmation. Although the exact cause(s) investigations have identified usage conditions that can contribute to the reported component issue. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending.